Event description:
The customer reported that the system will not xray. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked all connections on the arcnet and checked the interconnect connections, no problems were found. He performed a filament calibration but couldn't duplicate the problem. He checked and assured that the unit was operating as intended.